Manufacturer narrative:
Internal file number: (B)(4).

Event description:
Subsequent to the initially filed medwatch report, the following information was received: on (B)(6) 2019, the patient underwent a second mitraclip procedure. An additional clip was implanted without issue, reducing mr from 4+ to 2+. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The increased mitral regurgitation (mr) is likely due to the reported slda. The reported patient effects of worsening mr and worsening heart failure are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 2+. On (B)(6) 2019, the patient was admitted for heart failure. It was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). In the physicians opinion, it is unclear what caused the slda. The mr increased to 3-4+. No treatment is planned at this time as the patient is evaluating options. There was a clinically significant delay in the procedure resulting in prolonged hospitalization for heart failure. No additional information was provided.